Manufacturer narrative:
Exact date unknown, event occurred four to five years ago.

Event description:
It was reported that the patient had a (B)(6). The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.